Event description:
It was reported that during a gastric by-pass / roux-n-y procedure, the device locked and would not release. The surgeon tried to release the device by pushing the release button, but the device still would not release. The surgeon gave the device three strokes and the device partially fired. The cut line and staple line were equal in length. The surgeon manuevered the device off of the tissue with no tissue damage. The surgeon over sewed the cut line and pulled another device to complete the case with no patient consequence.